Event description:
It was reported that the pump had consistently produced downstream occlusion alarms during the priming step (prior to patient connection). The reporter stated the patient had been using the same pump and tubing model for several months prior to the onset of this issue. The patient had occasionally been able to initiate infusion successfully. The downstream occlusion alarm had recurred intermittently throughout the infusion process and led to the discontinuation of therapy. There was a delay in therapy, no adverse event and no patient harm.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.